Event description:
It was reported during in clinic follow up that the right ventricular lead exhibited high pacing impedance. The lead was explanted and successfully replaced. The patient reported fatigue but was otherwise stable.

Manufacturer narrative:
The reported event of high lead pacing impedance was not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. The impedance test could not be performed due to the as received condition of the lead. Visual inspection of the lead found extensive damage to the insulation of the connector boot and cables as well as the connector pin pulled through the connector assembly consistent with procedural damage. An external insulation abrasion breaching the sheath at the proximal region of the lead was discovered. The silicone insulation beneath the abrasion was intact. The cause of the external insulation abrasion was consistent with friction to the device can.